Manufacturer narrative:
In addition to the foreign material found in the forceps elevator, service found that the bending angulation was out of specification and the angulation control knob was loose, due to wear of the angle wires. A leak was observed on the bending section cover due to a cut. The adhesive on the bending section cover had detached due to deterioration. The adhesive around the light guide lens was deteriorated and peeling. The bending section cover was worn. The up/down knob was dirty. Due to damage on the bending section cover, the insulation resistance value at the distal end did not meet specification. Several of the device components demonstrated shaves, scratches, and dents due to wear and use over time. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The subject device is an olympus loaner asset that was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during the device evaluation (foreign material). There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: since there was leakage from the subject device, reprocessing after leakage test was not conducted and the device was returned in a state that the foreign material adhered to the forceps elevator. Brushing method by user facility was different from the one recommended by the instructions for use (IFU). ·insufficient training on device handling, reprocessing steps when returning device for repair and normal reprocessing steps in accordance with IFU. The IFU(reprocessing manual) states ¿insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ as below: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." The IFU (reprocessing manual) 'manual cleaning' states the details of reprocessing method of forceps elevator and around there. The user can detect the suggested event because the IFU (operating manual) 'inspection of the endoscope' specifies foreign material of forceps elevator during inspection prior to use. Moreover, returning the endoscope for repair instructs to clean device before returning for repair: "thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.